Event description:
Follow-up information was received on 13-nov-2020: the reporter informed that it was a retrospective research and it was not know which company was used, as they did not inject the fillers. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, firm inferior orbital mass/ foreign body reaction (injection site granuloma), was deemed to meet the serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for belotero could not be reviewed as the lot number was not reported. Shirin hamed-azzam, md, cat burkat, md facs, abed mukari, md, daniel briscoe, md, narish joshi, md frcophth, richard scawn, md frcophth, eran alon, md, morris hartstein, md facs, filler migration to the orbit, aesthetic surgery journal, , sjaa264, https://doi.org/10.1093/asj/sjaa264.

Event description:
This case is related to MDR 3013840437-2020-00084, referring to the same patient. This case is related to MDR 3013840437-2020-00085, MDR 3013840437-2020-00086, MDR 3013840437-2020-00087, MDR 3013840437-2020-00088, MDR 3013840437-2020-00089, MDR 3013840437-2020-00090, MDR 3013840437-2020-00091, MDR 3013840437-2020-00092, MDR 3013840437-2020-00093, MDR 3013840437-2020-00094, MDR 3013840437-2020-00095, and MDR 3013840437-2020-00096, referring to the same literature article. This is a literature report from a retrospective, multicenter analysis performed on patients who underwent dermal filler injection to the face with subsequent orbital complications. This literature report from israel concerns a (B)(6)-year-old female. She was injected with hyaluronic acid, into the nasolabial folds, bilaterally. The patient was previously injected with dermal filler, into the face. Within three months, after the hyaluronic acid injection, the patient experienced progressive swelling of the right lower lid. Examination revealed right lower lid swelling, chemosis of the conjunctiva and palpation of a firm inferior orbital mass anteriorly. Computed tomography of the orbit revealed a large radiopaque mass in the right inferior orbit. The patient was injected with 1500 units of hyaluronidase. Hyaluronidase was reconstituted in 1 ml of normal saline. A total of 0.1 ml of this mixture was then further diluted in 1 ml of saline and then injected, where possible directly into the mass. As reported, a second injection was carried out 2-3 weeks later. There was minimal response to steroid and hyluaronidase injections. As reported, surgical intervention was required for both a diagnostic confirmation and for therapeutic purposes. The patient underwent inferior orbitotomy via transconjunctival incision and excisional biopsy of a yellowish mass. Histopathology was consistent with a massive foreign body reaction. It was further described that the filer migrated to the orbit. The patient remained stable during the follow up period after the surgery. No further treatment was required, and a sagittal section of the computed tomography scan 12 months post-surgery revealed a disappearance of the right inferior orbital mass, compared to the scan prior the surgery. Due to the provided information the outcome of the event firm inferior orbital mass/ foreign body reaction was considered as resolved. The outcome of the event filer migrated was unknown. In the opinion of the authors, orbital complications secondary to migrated filler may occur long after the initial procedure. Since the site of the complication is distant from the injection site, patients and physicians may not immediately make the connection. This may lead to unnecessary examinations and a delay in diagnosis while looking for standard orbital masses. Dermal fillers should be considered in the differential diagnosis of patients presenting with a new onset orbital masses.